Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify failed battery test. Alarm due to blank display. (B)(4).

Event description:
Customer reported via phone call that they was trying to change the battery of insulin pump when they received a failed battery test alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump tests each new battery when inserted and a battery may fail test if it has potential to cause insulin pump to lose power without warning. The customer stated that the contacts were not missing or damaged. The customer stated that neither compartment nor spring are damaged or corroded. The customer stated that they did not receive another failed battery test. The device will be returned for analysis.